Manufacturer narrative:
On march 10, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 13, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the anterior view and extending to the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.5 cm was also observed within the crease/fold on the posterior view. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 1, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 175cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020 and plans to replace with unspecified breast implants.